Manufacturer narrative:
Cts has confirmed with the customer that all connectors to and from the wash and waste containers were all in correctly. The customer confirmed there were no switched lines. Cts recommend cleaning of solution a bottle and refilling with new wash a. Cts also recommended that the monthly maintenance be performed on the unit. The customer has agreed to perform the recommended maintenance. The reporting customer suspects their previous midnight shift may have inadvertently added or replaced wash sol a with wash sol b. The customer reports that they have reviewed the results from their midnight shift and observed no discrepancies with any results or discrepancies with any patients that have had a previous history.

Event description:
The customer states testing was performed while incorrect wash solution was in the wash bottles (wash solution b in the wash solution a container). No erroneous results were reported. Complaint: (B)(4).